Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer. The device was returned for analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic inspection identified bunching of the inner lumen and a perforation of the inner and outer lumen which was the source of the leak. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. No issues or damage was noted with either markerband. The device was attached to an encore inflation unit and a pinhole leak was observed in the outer lumen of the distal shaft 5cm from the distal tip.

Event description:
Reportable based on device analysis completed on 25oct2024. It was reported that the balloon failed to inflate. The 30mm x 2.5mm in diameter, stenosed target lesion was located in the calcified distal segment left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be inflated. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure. However, device analysis revealed that there was a perforation of the inner and outer lumen which was the source of the leak.